Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose levels. The customer¿s blood glucose level was 300- 400's mg/dl. The customer reported that they treated high blood glucose level with the manual injections. The customer reported that the insulin pump was not in auto mode. The customer declined troubleshooting for high blood glucose level. The infusion set will be returned and reservoir, insulin pump and sensor will not be returned for analysis.